Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). The certas valve was returned for evaluation: failure analysis- the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the test for programming, flushing, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. The root cause for the issue reported by the customer is probably due to steam sterilization. The ruby ball sticks to the ruby seat¿ and potential effects of failure include ¿'excessive pressure required to flush the valve pre-procedure ("valve popping), at the time of the investigation no occlusion was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the certas plus inline valve with sg was placed in (B)(6) 2020 but was not working and the surgeon did a revision. The bactiseal ventricular and distal catheters were both functional as csf was noted to come out of the ventricular and distal catheter by assessment with a manometer. The surgeon proceeded to attach the valve to the manometer and no fluid was visualized flowing through the shunt. Therefore, the conclusion was that the valve was perhaps occluded. The shunt was explanted on (B)(6) 2020.

Manufacturer narrative:
UDI: (B)(4). The certas valve was not returned for evaluation ( customer did not provide shipping information) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.